Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 540-541 mg/dl with moderate ketone levels. Healthcare provider identified the ketone level as dangerous. Customer received third party assistance from diabetes educator; customer was suggested to remove pump supplies and administer manual injections to address bg level. Customer changed pump supplies to address the issue.